Event description:
It was reported that a malfunction occurred, identified by the code malf 0, but no notable events occurred prior to this incident. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, thus there was no adverse impact. Technical support provided the customer with information to reset the pump, and the issue was resolved without recurrence of the malfunction code. The customer was advised to continue using the pump and to contact support if the problem recurred.